Event description:
It was reported that during routine device change out, when dft testing with the chronic lead was performed, an alert for possible hv lead issue was received. The device detected the induced vf but did not progress beyond 25j to convert the patient to normal rhythm. The patient was externally rescued. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.